Event description:
In 2008 the sales rep reported that during a minimally invasive procedure for removal of hardware after fusion the tip of the driver would not engage the screw. Add'l info rec'd at about one week later via telephone, the sales rep reported that the driver did not have a broken tip, but the tip was deformed and was not able to engage the screw well. The surgeon finished the case as intended with the same driver. The surgeon tightened the screw head in order to back out the screws for removal.

Manufacturer narrative:
Prod is an instrument and is not implantable. Requests has been made to obtain the prod. Device MFR date is unk. Eval is pending upon the return of the prod.